Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure they pushed the hst iii system (3.8mm) and removed the delivery, but the seal was not fixed. The seal failed to load properly. The seal exited the delivery tube on actuation. The seal did not make contact with the patient's aorta. The blue slide was fallen in an unlocked state. The operation was successfully completed using the same new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/29/2022. An investigation was conducted on 08/03/2022. Photographs were provided by the account. A photographic inspection was conducted. The loading device was observed outside the delivery device with the white plunger fully depressed and the blue safety off which allows for the white plunger to be depressed. The seal and tension spring assembly was observed outside the delivery device, with blood on the tail of the seal which indicates an attempt was made to introduce the device into the aorta. No visual defects were observed. A visual inspection was conducted. Only the delivery device and the seal and tension spring assembly was returned for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the tail of the seal indicating an attempt was made to introduce the device into the aorta. The seal and tension spring assembly was returned outside the delivery device in a fully opened deployed state. There were no visual defects observed on the seal, no cracks or delamination was observed on the seal. The white plunger on the delivery device was fully depressed and the blue safety lock was off which allows for the white plunget to be depressed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218inches ((B)(6)). The length of the delivery tube was measured at 2.50 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed. The lot # 25162165 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.